Event description:
The customer reported an alarm, "maintenance required code #7" (power fan failure). The iabp was replaced. No patient injury was reported.

Manufacturer narrative:
The company representative observed error code 64 (power supply fan failure) in fault log. No air obstruction was observed by the company representative and the fan in the power supply ws found to be operational. The company representative replaced the power supply (part number 0014-00-0033e05). The iabp was operational after the replacement and was returned to the customer. The power supply from the iabp unit was sent to mahwah repair center, new jersey for evaluation. As per the evaluation, the event was not duplicated. Due to several occurrences with the fan in the power supply, a CAPA was initiated. As per this CAPA, the disengagement of the exhaust fan can result in a premature iabp shutdown without visual or audible alarms. Therefore, the exhaust fan was replaced to higher reliability part by the vendor (nmb technologies; a voluntary worldwide field correction was initiated and a procedure was implemented to replace the exhaust fan on all returned supplies as per revised technical bulletin for power supply cleaning and fan replacement. Also refer internal field correction documentations # 2249723-3/14/2011-001-c and 2249723-2/24/2014-001-c. FDA recall number: pending. Health hazard evaluation (hhe) determined that the risk associated with this failure mode is moderate to high. This power supply was also reworked in accordance with the revised technical bulletin before placing back into service. (B)(4).